Manufacturer narrative:
A steris service technician was onsite during the time of the reported event. The technician rebooted the trufreeze console and the pump started to work. The trufreeze console subject of the event has been returned for evaluation. The user facility was provided with a replacement unit. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that their trufreeze console's suction pump stopped working pre-procedure. The procedure was postponed and rescheduled for a later date. No report of injury.

Manufacturer narrative:
A steris service specialist arrived on-site to inspect the trufreeze console and could not duplicate the reported event. The technician tested the console and found the unit to be operating properly. The unit was returned to service. No additional issues have been reported.

Manufacturer narrative:
Steris became aware of user facility medwatch report number mw5107867 on 4/12/2022 with a trufreeze console system stating that the machine did not work during a procedure. We reviewed our records and confirmed the event described in the medwatch report is the same event which was reported in MDR 1528319-2022-00017.